Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(4) 2016 that the customer experienced an issue on (B)(6) 2016. Upon triage on (B)(6) 2016, it was discovered that the unit's rotor turns clockwise.